Event description:
Customer reported the gas module iii monitor displayed inaccurate co2 readings. No pt injury was reported.

Manufacturer narrative:
Company representative evaluated the unit and found that the unit would not calibrate. Corrections included replacement of the gas bench and gas tubing. Unit was calibrated and tested.